Event description:
IT WAS REPORTED THAT THE GASTROINTESTINAL VIDEOSCOPE HAD IMAGE STATIC WHEN CONNECTED TO THE VIDEO PROCESSOR. THE ISSUE OCCURRED DURING DEVICE SETUP. THERE WAS NO PATIENT INVOLVEMENT.

Manufacturer narrative:
THE INVESTIGATION IS ONGOING. A SUPPLEMENTAL REPORT WILL BE SUBMITTED WHEN THE INVESTIGATION IS COMPLETED OR IF ADDITIONAL INFORMATION BECOMES AVAILABLE.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields: H3, H6, H11.This supplemental report is being submitted to provide the results of the final investigation. The device was returned to Olympus for inspection and the reported failure was confirmed.In addition, the following reportable malfunctions were identified during the device evaluation: No image, image black. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the no image, black screen was due to a defective plug unit and printed-circuit board. Olympus will continue to monitor field performance for this device.